Event description:
It was reported cast cutter was overheating during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported cast cutter was overheating during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of overheating was confirmed. Device was repaired and returned to customer after passing the final inspection.